Event description:
Patient reports a gap by right canine and misalignment. The dentist diagnosed periodontal disease and the patient was referred to a specialty clinic due to the severity of the inflammation. The dentist is advising patient not to resume treatment.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.